Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The patient experienced discharge at the lead exit site and redness in their foot during stimulation treatment targeting the common peroneal nerve. The patient's physician elected to remove both leads prior to the planned end of therapy date due to the suspected infection and prescribed antibiotics for treatment of the issue. Note that there was no report of a culture to test for infection at the time of lead removal. The patient was admitted to the emergency department (ed) the day following lead removal due to expansion of the area of redness distally and proximally to the exit site, per follow-up with a representative in contact with the patient. The patient was hospitalized and required intravenous (IV) antibiotics for treatment of a staphylococcus infection and was discharged from the hospital after 3 days of inpatient treatment. The patient has a known history of methicillin-resistant staphylococcus aureus (mrsa) infections; therefore, it is possible that the patient's medical history unrelated to sprint may have contributed to the issue reported in this complaint. Given that the patient was discharged from the hospital, it is not anticipated that the issue persisted or worsened.

Event description:
Patient experienced discharge at the lead exit site and redness in their foot during stimulation treatment targeting the common peroneal nerve. Patient's leads were removed and she was admitted to the emergency department where IV antibiotics were administered for treatment of a staphylococcus infection.